Manufacturer narrative:
Continuation of medical devices: 4968-35 lead implanted:(B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead exhibited rising thresholds and there were chronically high right ventricular (rv) lead thresholds. The leads remain in use. No patient complications have been reported as a result of this event.